Event description:
Information was received indicating that a smiths medical medfusion pump exhibited travel reverse clutch issue. It was also noted that the case was bad and had speaker issue. No adverse effects were reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case corners were dented and cracked and the right plunger case was cracked. A review of the event history log (ehl) identified travel reverse error - check clutch/plunger lever, no primary audible alarm (paa) found in history. During the functional testing was unable to duplicate check clutch (cc) or speaker issue, however confirmed the top case was physically damaged. The root cause of the issue was caused by the customer releasing the pump's clutch and manually moving the plunger head during a programmed infusion and customer damage to the pump. Replaced lead screw, clutch spring and both clutch halves as preventative measure. Replaced cracked top case. Replaced speaker as a preventative measure.

Manufacturer narrative:
Other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to user interface. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.